Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this data indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. It wasnoted that the rv (right ventricular) lead bipolar impedance was less than 200 ohms. And the bipolar impedance showed to be lower than unipolar impedance throughout the record.

Event description:
It was reported that the right ventricular (rv) lead's pacing impedance is very low. It was noted that even though the measurements are low they are very stable. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).